Event description:
It was reported that when dispensing 2ml or less with a bd plastipak¿ hypodermic syringe with luer lok¿ increased pressure must be used, and this causes the drawn material to gush out. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: five samples belonging to lot number 1802010 were received for evaluation by our quality engineer. Upon visual inspection of the samples, no damages or molding defects were observed that could have affected plunger resistance. A device history record review did not reveal any quality issues during the production of the provided lot number that could have contributed to the reported incident. During the manufacturing process, breakout force, sustaining force, and silicone content tests are performed. For lot number 1802010, all tests results were within specification. Since no issues were identified during manufacturing process and manufacturing record established that all production and quality processes were carried out normally and samples evaluated meets specification limits, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect. Based on the investigation, an exact cause for the reported issue could not be determined. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when dispensing 2ml or less with a bd plastipak¿ hypodermic syringe with luer lok¿ increased pressure must be used, and this causes the drawn material to gush out. There was no report of exposure, serious injury or medical intervention.